Event description:
It was reported the ems were used during a laparoscopic cholecystectomy procedure. It was reported by the affiliate that the first device jammed. The second device could not fire the staples, a third device was used to complete the case. There was no consequence to the pt.